Manufacturer narrative:
.

Event description:
It was reported that during a chiropractor visit the patients' hip was abducted and flexed causing the hip to dislocate. The patient required revision surgery.